Event description:
It was reported that a spectrum pump did not recognize a closed door during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize an open door. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device and found the issue to be attributable to damaged door hook. Door hook replacement required. Should additional relevant information become available, a supplemental report will be submitted.